Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a replace battery now alarm without getting a low battery alert. Blood glucose level at the time of the incident was 108 mg/dl. The issue was resolved by using the recommended battery. The insulin pump was not replaced nor returned for analysis.